Manufacturer narrative:
Device evaluation. Oximeter received in bad condition, several cracks on the case and damaged on/off button. Device did not power on, customer reported condition was verified. Problem source: the damaged housing and broken on/off switch are consistent with monitor severely impacted from drop.

Event description:
Information was received that a smiths medical bci spectro2 10 pulse oximeter will not power on. Device investigation revealed the damage to the housing and broken on/off switch are consistent with monitor severely impacted from drop. This malfunction may cause or contribute to death or serious injury. No adverse patient effects were reported.